Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been one other similar event for the lot referenced which is for the same device for the same patient which remained implanted. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to subsidence of the femoral stem caused by displacement of a prior intra-op femoral fracture. A stem, head and cable were revised to a larger stem, grip plate cables, and new femoral head. Rep confirmed there are no allegations against the revised femoral head, provided the revision usage sheet, and confirmed that no further information will be released by the hospital or surgeon.